Event description:
A malfunction alarm, identified as malf 12, was reported, but there was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.